Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner, while unit is being returned to the company's repair center for further eval.